Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300's (mg/dl), which was addressed with a manual injection. Reportedly, during multiple occurrences, the customer did not observe insulin coming from the end of tubing until it reached 4 units of insulin. During troubleshooting, tandem technical support assisted the customer with the fill tubing step, and the customer observed insulin dripping out of the end of the tubing. Multiple attempts were made by tandem technical support to obtain if the customer's issue had been resolved; however, no further information regarding the event was provided.